Manufacturer narrative:
Patient has not responded to requests for additional information. Little information is known at this time. Information is limited at this time and no conclusions can be made. No connection can be made between the reported event and any shortcoming of the device at this time.

Event description:
Patient reported that he continues to have significant pain following implant of the charite aftificial disc. Device was implanted approx. 18-months ago. Little information was provided. An MDR is being filed to report this as an adverse outcome.